Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intrinsic particulates were observed in twenty (20) empty intravia containers 1000 ml. This was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.